Event description:
Since upgrade to 3.7.3 we have a problem with "flipped images". The customer opens a study and sometimes one image or one series are flipped. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4)